Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
It was reported that the pacemaker's battery longevity had decreased. Engineering analysis showed that the pacemaker was depleting prematurely. The power consumption has been increasing steadily which is consistent with degradation of an internal hardware component due to traces of hydrogen gas in the sealed pulse generator environment. As of this time, the pacemaker remains in service. No adverse patient effects were reported. Additional information was received indicating that the pacemaker was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pacemaker's battery longevity had decreased. Engineering analysis showed that the pacemaker was depleting prematurely. The power consumption has been increasing steadily which is consistent with degradation of an internal hardware component due to traces of hydrogen gas in the sealed pulse generator environment. As of this time, the pacemaker remains in service. No adverse patient effects were reported.